Manufacturer narrative:
An ortho clinical diagnostics quality engineer reviewed the feasibility testing data for vitros cov2igg positive plasma samples supplied from (B)(6) and found the product had generated a reactive result using an igcc for a sample that had previously tested as non-reactive using a reference calibrator curve. The cause of the discordant reactive result was identified as being an issue with the vitros cov2igg calibrator fluid that produces lower than expected calibrator signals that result in higher than expected results for positive samples or as in this case, samples that are seroconverting crossing the cut off from non-reactive to reactive. Ortho is aware of a performance issue with the vitros cov2igg product involving lower than expected calibrator signals that result in higher than expected results for positive samples or as in this case, samples that are seroconverting crossing the cut off from non-reactive to reactive. The issue appears to be isolated to one lot of plasma used to manufacture the vitros cov2igg calibrators and causes the positive biases that have been identified, when compared to results obtained from the in-house reference calibrator, which are stored frozen and are used only for internal purposes and are unavailable to customers. The bias is not causing an increase in the false positive rate that breaches product claims and serious patient health impact is not likely from a false positive result. The FDA new york district office was notified of this issue on 07 october 2020. Refer to report number recall 3007111389-10/07/2020-001-c.

Event description:
An ortho clinical diagnostics (ortho) quality engineer (qe) informed the ortho complaint handling unit (chu) of a discordant unexpected reactive vitros anti- sars-cov-2 igg (cov2igg) result obtained from feasibility testing of samples supplied by (B)(6) for the identification of possible covid 19 positive plasma using an internally generated calibrator curve (igcc). The vitros cov2igg result was considered discordant as a non-reactive result was obtained for the same sample at initial screening using a reference calibrator curve (rcc). (B)(6) result of 2.20 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg result was processed as part of an internal feasibility testing and was not used to aid in the diagnosis of sars-cov-2 infection. No results were reported and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).